Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not turn on. Customer reverted to using manual injections for insulin therapy. As the customer did not have the pump present at the time of the report, tandem technical support was unable to perform a pump system check. Customer declined further assistance. No additional information was provided.